Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar pacing configuration, occurred. Device review indicated that a high pacing impedance measurement, greater than 2000 ohms, was the cause. Myopotential noise oversensing also occurred after the switch to unipolar pacing. Technical services suggested to evaluate the lead. No interventions or adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar pacing configuration, occurred. Device review indicated that a high pacing impedance measurement, greater than 2000 ohms, was the cause. Myopotential noise oversensing also occurred after the switch to unipolar pacing. Technical services suggested to evaluate the lead. No interventions or adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information received reported that this right ventricular (rv) lead previously triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,009 ohms, and the rv lead was programmed to a split configuration (unipolar pace / bipolar sense). More recently, both rv and right atrial (ra) lead impedance measurements were stable and within range, however there was ra lead noise consistent with muscle noise. The following day, the pacemaker was explanted and replaced due to normal battery depletion (nbd). Pacing system analyzer (psa) impedance measurements were 539 ohms and 588 ohms for the ra and rv leads, respectively. Impedance measurements after device changeout were 451 ohms and 588 ohms for the ra and rv leads, respectively. This rv lead remains in service.